Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (damage) issue. It was reported that the battery compartment was cracked and there was intermittent power in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: a review of the pump black box data showed unexplained pump reboots. During visual inspection of the pump, it was observed that the battery compartment was cracked in two places. No moisture corrosion was observed in the battery compartment. The returned battery cap had stripped threads and was unable to maintain electrical connection with the pump; the pump reboots were duplicated with the returned battery cap. A new test battery cap was able to carefully attach to the pump and was used to complete a 24 hour duration test and it. There were no pump reboots duplicated during this time with the test battery cap. The pump cover was removed and there were no evidence of internal moisture or damage to the power circuit found. Unrelated to the initial complaint, the display screen was discolored.